Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain. It was also indicated a failed revision knee. Patient revised to address loosening at the bone/cement interface.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot :DHR reviewed: 2 unrelated non-conformances on this lot. Final micro and sterility tests passed. A complaint database search on the provided lot number found 1 additional report, however no other incident related to pain. Total for lot number: 2 (B)(4) . Device history review: complaints received by cmw in the last 12 months for this issue ¿ (2x depuy cmw 1, 4x depuy cmw 2, 4x depuy cmw 3, 1x endurance). If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.